Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a tube flange became disconnected from the cannula of the tube and recannulation was required. It was reported that the day after a patient was cannulated with a tube, the physician documented that there was no problem with the tube. Customer indicated sutures can come out of trach in four days. Nurse and respiratory therapist reported that the cannula of the tube was not attached to the flat disc part of the trach (flange) and alerted doctor, who also reported that the trach flange appeared to be disconnected from the tube. It was reported that the doctor could not fix the mechanical issue with the current tube making it more unstable and so the doctor replaced the entire trach with a new tube percutaneous tracheostomy tube. The customer indicated that the patient tolerated the procedure well.

Manufacturer narrative:
Evaluation summary one sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. Additionally a dimensional test was performed to the outer cannula holes and flange lug pins and all the readings are within according to specification. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a tube flange became disconnected from the cannula of the tube and recannulation was required. It was reported that the day after a patient was cannulated with a shiley #8 shiley tube, the physician documented that there was no problem with the tube. Customer indicated sutures can come out of trach in four days. Nurse and respiratory therapist reported that the cannula of the #8 shiley was not attached to the flat disc part of the trach (flange) and alerted doctor, who also reported that the trach flange appeared to be disconnected from the tube. It was reported that the doctor could not fix the mechanical issue with the current tube making it more unstable and so the doctor replaced the entire trach with a new #8 shiley percutaneous tracheostomy tube. The customer indicated that the patient tolerated the procedure well. [(B)(4)/ (B)(6) 2017] save for notation in MDR: report sent to FDA: yes location where event occurred: hospital, critical care initial reporter: (B)(6), occupation: risk management specialist health professional: yes [(B)(4) / (B)(6) 2017] these questions were asked: please confirm how long was the tube in use prior to event? Report mentions that sutures came out after a few days but that approximate age of device was 16 days. Please clarify. How is the patient and what is their current status? Was the patient on a ventilator? If so, what were the settings? What cleaning process is used on the tracheostomy tubes? Please provide update on sample return. If the sample was shipped to medtronic please provide tracking information.